Manufacturer narrative:
A supplemental report is being submitted, as a new internal investigation has been assigned to this event. Also, updated section h6. Additional devices: serial# (B)(6); h6: img code(s): g04105; h6: FDA result code(s):c21; h6: FDA conclusion code(s): d16; lot# d00046; h6: img code(s):g02004. The ventricular assist device (vad) is not in scope of CAPA pr00502194. CAPA pr00532915 was initiated to investigate pump failures to restart outside the subpopulation of CAPA pr00502194. Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and driveline extension cable were not returned for evaluation. The reported event was confirmed via review of log files which revealed multiple electrical fault, ventricular assist device (vad) stop, and vad disconnect alarms logged on (B)(6) 2019 on the controller. Two electrical fault alarms were logged at 06:24:43 and 07:11:25, due to an open phase on the rear stator. A vad stop alarm and electrical fault alarm were logged at 07:11:45 and 07:11:49 due to open phase on both the stators. At 07:12:10, a vad stop alarm was logged indicating that the vad failed to restart after several attempts, which was followed by several vad disconnect alarms. Of note, an improper use of the driveline extension cable post vad implantation was reported by t he site, as per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the available information, the most likely root cause for the electrical fault alarms observed in the log files may be attributed but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stop alarms can be attributed to failure of the vad to restart after several attempts. The most likely root cause of the vad disconnect alarm can be attributed to physical disconnection of the driveline. Based on an extensive internal investigation, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. Additional products: d4: lot#: d00046 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213, 3213 h6: FDA conclusion code(s): 19, 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ driveline extension cable, model #: 100/catalog #: 100/expiration date: unk/serial or lot#: (B)(4), UDI #: asku, device available for evaluation?: no, device evaluated by manufacturer?: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller exhibited electrical fault and ventricular assist device (vad) stopped alarms due to improper driveline extension cable use post vad implantation. The patient experienced palpitations during power source exchange and electrical fault alarms were observed. The primary controller was exchanged with the back-up controller and remains in use as the back-up controller. The driveline extension cable was removed from service. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for correction, additional information, and investigation completion. Correction b5: the event description was corrected to capture the device disposition of the ventricular assist device (vad). Correction h6: the FDA conclusion code was corrected from d10 and d15 to d10, d12, and d15. Correction h10: the FDA conclusion code for the driveline extension cable was corrected from d11 and d15 to d11, d12, and d15. Correction h10: the manufacturer narrative was corrected to include the vad as an additional product that was associated to the event. Additional information was received regarding the recall number. Product event summary: the ventricular assist device (vad), one (1) controller, and one (1) driveline extension cable were not returned for evaluation. The reported event was confirmed via review of log files which revealed multiple electrical fault alarms, vad stopped alarms, vad disconnect alarms logged on (B)(6) 2019 on the controller. Two electrical fault alarms were logged at 06:24:43 and 07:11:25, due to an open phase on the rear stator. A vad stopped and an electrical fault alarms were logged at 07:11:45 and 07:11:49 due to open phase on both the stators. At 07:12:10, a vad stop alarm was logged indicating that the pump failed to restart after several attempts, which was followed by several vad disconnect alarms. Of note, an improper use of driveline extension cable was post vad implantation was reported by the site, as per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the available information, the most likely root cause for the electrical fault alarms observed in the log files and initial vad stopped alarm may be attributed but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the following vad stopped alarm can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnection of the driveline. Additional products: d1: driveline extension cable. D4: lot#: d00046. H6: patient ime code(s): e0601. H6: imf code(s): f11. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d11, d12, d15. D1: heartware ventricular assist system ¿ pump. D4: model #: 1104. Catalog #: 1104. Expiration date: 31-mar-2021. Serial #: (B)(6). UDI #: (B)(4). D9: no. H3: yes. H4: mfg date: 06-mar-2018. H5: yes. H6: patient ime code(s): e0601. H6: imf code(s): f11. H6: FDA device code(s): a141204. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04, c19. H6: FDA conclusion code(s): d10, d12, d15. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that review of log file data revealed multiple motor start events with parameters outside of the typical range and the ventricular assist device (vad) failed to start. It was stated that the vad restart was attributed to a patient mistake. It was also reported that the patient did not experience any symptoms other than sometimes feeling a little tired.